Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the side of the bag. The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: lot manufacture date: may 16, 2022 - may 18, 2022. H10: the device was received for evaluation. Visual inspection was performed and a tear was observed at the middle area left side near the edge in back of the bag. Functional testing was performed and a leak was observed at the middle left side near the edge on the back side of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.